Event description:
Customer reported there was no display on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system, and reseated the power cord on the back of the monitor. System operates as intended.